Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the device was starting and stopping with flickering lights on the display. A second device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Insufficient drive of disposable - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the device manufacturing records was conducted and the device met all finished goods release criteria.